Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by ¿unspecified manifestations¿. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date during hospitalization, the pd catheter was removed and the patient was permanently switched to hemodialysis. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.